Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with this right ventricular (rv) lead and a pacemaker showed signal artifact monitoring (sam) episodes that appeared to be related to noisy signal over sensing. At that time the noise was reproduced with isometrics, but those signals were very small compared to the present at the sam electrogram. I was discussed that the sam noise could be from electromagnetic interference. Sensitivity was reprogrammed and the issue appeared to be resolved. After some years the pacemaker was explanted due to normal battery depletion, but the rv lead remained in service. A new pacemaker was implanted. After some years a lead safety switch was observed with the new pacemaker and the old rv lead. Low, out of range pacing impedances with high bipolar thresholds were observed on the rv lead channel. Also, over sensed noisy signals were observed again, and myopotentials were observed with unipolar settings. Sensing and blanking parameters were reprogrammed to avoid the possibility of rv channel over sensing. The rv lead remains in service at this time. No adverse patient effects were reported.